Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 12.6mm, micl12.6, -11.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018.on (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and glare/haloes. This exchange resolved the problem, patient is doing great. Secondary surgical intervention, exchange. Device evaluation: lens was returned in liquid, in a small plastic container. Visual inspection found a torn haptic. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, micl12.6, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018 and excessive vault was observed. The lens remains implanted, surgeon planned to exchanged lens on (B)(6) 2019 but the patient rescheduled surgery. On (B)(6) 2019 is the expected date of surgery. If additional information is received a supplemental medwatch report will be submitted.